Event description:
Initial info was received on (B)(4) 2012 from the pt's wife, who is also a paramedic. Her husband used a colgate 360 power toothbrush and it exploded, burning his right pinky and ring finger. There were no marks, but he also experienced tingling. The pt purchased the toothbrush in (B)(6) 2011 (exact date unk) but did not began using the toothbrush until (B)(6) 2012, brushing with it twice a day. According to the reporter, when her husband first attempted to use the toothbrush, it would not turn on. Therefore, she tapped it on the bottom, causing it to turn on, but then it turned right back off. The batteries were then replaced with duracell aaa, prior to use. After having used the toothbrush a total of six time, the pt began brushing his teeth on (B)(6) 2012, when he heard a noise. Within 15 seconds of brushing, the end cap of the toothbrush blew off and burned his fingers. The toothbrush split up to the on/off button. Use of the toothbrush was discontinued on (B)(6) 2012, and no treatment was required. At the time of the report, the outcome was unk. (B)(4).